Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that vessel puncture closure of a calcified right common femoral artery was attempted using a prostar device with an 18f sheath relative to a mitraclip interventional procedure. Reportedly, a suture break occurred with the prostar device. A new prostar device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
(B)(4). Analysis was performed on the returned device. The reported suture detachment was not confirmed as the device was returned in the pre-deployed position. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. A conclusive cause for the reported suture detachment could not be determined as the device was returned in the pre-deployed position. The subsequent treatment appears to be related to procedure circumstance. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.